Manufacturer narrative:
Isi has received the blue sureform 60 stapler reload associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported event. The reload was found to have the knife exposed within the knife track at the distal tip. The reload was found to have a firing failure based on in-house inspection. However, there were no firing failures observed based on log review. The reload was disassembled in-house for inspection. Blade damage and cartridge damage were observed. The damage was located at the exposed blade location. There was no missing material. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported event. The instrument was found to have a firing failure based on the returned condition of the reload fired during the reported event. A review of logs showed no firing failures. The firing failure could not be confirmed through in-house testing due to additional findings. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened but failed to close properly and were not following the master tool manipulator (mtm) input commands smoothly. A clicking noise was observed during multiple attempts to close the grips. The blue clamp pedal was pressed and the sureform instrument displayed a "ready to fire" prompt, however, the grips physically remained open. The stapler instrument was not fired due to the grip failure. A visual inspection of the stapler instrument showed that the flanges of the I-beam on the channel side are broken off. Fracture surfaces are present on three sides. Broken flange fragments were not returned and not present in the channel t-slot. The broken I-beam is the cause of the jaws not opening, as the broken flanges prevent the lockout spring from being pushed down to enable the I-beam to advance forward and fully close the jaws. Evidence suggests the I-beam flange broke during or before the 3rd firing. Root cause of I-beam breakage is likely due to a component failure. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure date has been performed and the following was observed: no relevant errors were observed during this procedure. The stapler instrument logs for this event were reviewing by an isi failure analysis engineer and the following information was provided: the logs indicate this stapler instrument experienced no partial fires. The instrument experienced one incomplete clamp out of four attempts. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the stapler blade did not cut through the stomach tissue, causing the tissue to bunch and stretch the stomach tissue proximally. The event occurred during the third fire of a sureform 60 stapler instrument with a blue sureform 60 stapler reload installed. A backup sureform 60 stapler instrument was used to fire a blue and then a white stapler reload to resolve this event. Refer to medwatch reporter (MDR) with patient identifier #(B)(6) for additional information regarding the sureform 60 stapler instrument involved with the reported event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the stapler blade did not cut through the stomach tissue, causing the tissue to bunch and stretch the stomach tissue proximally. The event occurred during the third fire of a sureform 60 stapler instrument with a blue sureform 60 stapler reload installed. A peri-strip dry was also used during this fire and it was alleged that the blade did not cut the peri-strip as well. The procedure was completed robotically. On (B)(6) 2022, intuitive surgical inc. (Isi) contacted a site nurse and additional information was obtained about this event: no error messages were received when the event occurred and this was the third fire of the sureform 60 stapler instrument. The tissue was pushed out and the blade did not cut the tissue completely. No loose staples fell into the patient during this event. The surgeon reported that this event had no impact on the procedure outcome. The surgeon used a standard clamp to clamp this tissue after the reported event. The clamp was later repositioned and another sureform 60 stapler instrument was used to fire a blue and then a white stapler reload to resolve this event. The nurse reported that no additional tissue was removed due to this event and that no bleeding occurred. The nurse was not sure if a video was taken for this event.